Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. After further investigation of the facts provided by the customer and review of the device activity logs, it was determined that the customer was powering on the device daily which led to a low battery condition, causing a critical error and putting the device in a no power state. Powering the device daily can result in diminished battery life. Zoll recommends as a preferred method, to allow the device to perform the automatic self-test (which can be configured over a seven day interval) to preserve optimal battery life while still performing the verification testing at a lower energy setting. The batteries involved were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.